Event description:
It was reported via a clinical study that a patient underwent a left revision procedure approximately two years post implantation due severe pain with twisting or stairs and moderate pain with patellar tendonitis. The patient was treated with a topical anti-inflammatory cream and the outcome was reported as resolved on the same day. The products remain implanted. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing constrained posterior stabilized (cps) left 16 mm height use with tibia sizes e-f / ps femur sizes 6-9, catalog#:42512600716, lot#: 64536583. Femur cemented plus left size 7+, catalog#: 42504606211, lot#: 64429274. Stem extension 3mm offset spline uncemented 13 mm diameter +135 mm length, catalog#: 42560313513, lot#: 64559288. Tibial central cone size small: catalog#: 42545000511, lot#: 64189640. Tibial augment cemented half block left medial size ef 15 mm thickness, catalog#: 42555805315, lot#: 64363791. Tibial augment cemented half block left lateral size ef 10 mm thickness, catalog#: 42555805110, lot#: 64289805 .stem extension 3mm offset spline uncemented 14 mm diameter +135 mm length, catalog#: 42560313514, lot#: 64514946. Femoral distal augment cemented size 7, 7+ 5 mm thickness, catalog#: 42556606205, lot#: 64295436. Femoral distal augment cemented size 7, 7+ 10 mm thickness, catalog#: 42556606210, lot#: 64336285. Refobacin bc r 1x40 us, catalog#: 110034355, lot#: 828ead1611, qty#(B)(4). Refobacin bc r 1x40 us, catalog#: 110034355, lot#: 835aae2507. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00445; 0001822565-2022-00446; 0001822565-2022-00447; 0001822565-2022-00449; 0001822565-2022-00450; 0001822565-2022-00451; 0001822565-2022-00452; 0001822565-2022-00453; 0001822565-2022-00454. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: that the patient fell and possibly injured the left knee, the x-ray shows well fixed implants, and patellar tendinitis was treated. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.